Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device ak9777 number, and no non-conformance's were identified. Investigation summary: one sealed box with thirty-six samples and unopened samples of product code j318, lot ak9977 were returned for analysis. During the visual inspection of samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no pull off suture needle was found, and the tested samples met the finished goods requirements. Investigation summary: two empty opened foils, a needle-suture in two section of product code j318, lot ak9777 were received for analysis. During the visual inspection of the sample (needle/suture piece), the swage and attachment area were noted to be as expected; but the end of the suture was observed cut appears to be by use of a surgical instrument. The other section of the suture was examined, one end of suture was cut and it matched with the extreme of the needle/suture piece. Per the sample condition, no functional test could be performed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to condition of the sample, no pull off - suture needle was found on the sample.

Event description:
It was reported that a patient underwent a colectomy on (B)(6) 2019 and suture was used. During the procedure, the needle was unwound. The needle was lost inside the body, but then found and removed. There were no adverse patient consequences reported. No additional information was provided.